Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient undergoing an advanced trial evaluation. It was reported the patient noticed an increase in volume of voids and doesn't know if it is due to antibiotics or the stimulation. The indication for use was not known, and the reason for the antibiotics was not specified. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.